Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The unknown sized promus element stent was advanced but was unable to cross the stenosed lesion. Upon removal of the device it was noted that the stent was damaged. There were no patient complications reported.

Event description:
It was further reported that the 50% stenosed target lesion was located in the moderately calcified and mildly tortuous proximal right coronary artery (rca). There was a good outcome to the procedure and the patient condition is good.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Updated: age at time of event, age at time of event (unit), patient sex, event date, describe event or problem, device expiration date, catalog/model #, device lot number, device manufactured date. (B)(4).